Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. The device was received with stuck motor error alarm loop during bolus delivery. Motor passed motor test. Motor may have had an intermittent failure not detected during our testing. The device was received with a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a motor error. No blood glucose reading was given. Nothing further was reported.